Event description:
There were coupling/communication issues when the patient recharged. He charged for two hours and the charge level didn't increase. The charging procedure was reviewed with the patient. It was later stated that the patient underwent surgery on (B)(6) 2011, to fix the problem (details not provided). He could successfully recharge and was unsure if the problems he experienced were resolved. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).